Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Expected, not yet received.

Event description:
It was reported that during incoming inspection at the warehouse, it was discovered that ten products were found to have the seal peeling off and a stain found on the product. Further, there were eight products that were found to have stains on the products only. There was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated:complaint sample was evaluated and the reported event was confirmed. For passivation, the guide wires are placed on a rack with two or more contact points. These contact points cause a small portion of the guide wire to not receive a full passivation coating, leading to an inconsistent coating appearing as a "stain" or mark. These stains are not corrosion, and do not impact the fit, form, or function of the guidewires; they are merely cosmetic. Device analysis indicated that the device met specification. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrected: remove device code "packaging problem" as it is no longer applicable for this complaint.

Event description:
It was reported that during incoming inspection at the warehouse, it was discovered that eighteen products were found to have a stain found on the product. There was no patient involvement.